Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the following was determined: regarding the postoperative urethral stricture, it is likely that the size of the concomitant device (a22026a) used during the procedure was not appropriate for the patient's anatomy which resulted in dilation. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was initially reported that during a transurethral resection of the prostate procedure, the patient felt light current leakage from the working element without any injury. It was later reported that within around 2 months after the procedure using the subject device, the patient developed urethral strictures. The strictures were later treated by the doctor and the patient is reportedly fine after the treatment. There were no reports of further patient harm.